Manufacturer narrative:
Beckman coulter unique identifier (B)(4).

Event description:
While onsite working on the event describe in beckman coulter unique customer feedback identifier (B)(4), the fse noticed that the instrument needle was leaking diluent and clenz reagents. He replaced the needle cartridge. No exposure to the leak and no patient results were affected. A second type 1 cf will be generated to document the needle spill (B)(4). The root cause for the erroneous high platelet results is due to hardware that was replaced during instrument servicing for this cf event. However the instrument did generated r flags that alert the operator to further investigate the specimen. The root cause for the leak from the needle is a worn needle that was replaced during instrument servicing.